Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to remove the battery cap from the insulin pump; the battery cap was stripped. The patient's blood glucose at the time of incident was in the 490 mg/dl range. Troubleshooting was initiated and the customer was unable to remove the battery cap with a quarter. She did not have a large, flat-head screwdriver to attempt battery cap removal with. The insulin pump was returned and replaced.